Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. On (B)(6) 2020 the patient was hospitalized with hyperglycemia. The blood glucose level is unknown. Since (B)(6) 2020 in the morning, the customer has been using intensified conventional therapy and the blood glucose value went down to normal range. The patient was discharged from the hospital after 3 days.